Event description:
Overnight follow up. (B)(6) at (B)(6) advised that the pt reported to their hospital after pump failure (pump issue only previously reported as no adverse event was reported at that time, only pump issue). It is unknown if the pt is currently admitted to the hospital or just being seen in the ER at this time. (B)(6) reports that the pt is being switched to IV remodulin until they get the replacement ms3 pumps. Pharmacy rph advised (B)(6) that we had spoken with the pt earlier that evening (B)(6) 2024) and a cnss and pharmacy rph had attempted extensive pump troubleshooting. Rph also advised (B)(6) that the replacement pump request is in process and pending pharmacy dispense. No further info, details or dates available. Sq remodulin ms3 pt temporarily on IV remodulin due to pump issue. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Unk. Was any medical intervention provided? Pt went to (B)(6) hosp. Malfunctioning pump serial number and maintenance "due care?" Unk. Did pharmacy replace product? Yes. Did the pt have a backup product they were able to switch to? No. Reported to (B)(6) by health professional.